Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the snare would not extend from the sheath because the sheath was too long. No other visible issues with the device were noted. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
(B)(4) for the investigation result: flare detached. Visual evaluation of the returned device found the flare detached. Additionally, several kinks along the sheath were noted and the key tube was found outside the dongle assembly. The condition of the returned device rendered functional testing impossible. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause flare and key tube detachment, the former of which likely resulted in the sheath's appearing too long. Therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.